Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reported that during a occiput c-4 decompression and fusion procedure on (B)(6) 2016, the synapse rod template broke in half . There were no fragments generated. The surgeon was able to finish the surgery successfully without delay or harm to the patient. This report is for one (1) rod template 240mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for part#388.868 lot#7452436. Release to warehouse date: 23-oct-2013. Expiration date: na. Manufactured by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned rod template was examined and the complaint condition was able to be confirmed as the template was broken approximately 62mm (measured using calipers) from the end of the device; the broken segment was returned. No definitive root cause was able to be determined with the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The rod template 240mm (388.868 lot 7452436 mfg oct-2013) is noted in the synapse and axon systems (per technique guides). In each system the rod template is contoured to patient anatomy and used as a reference when bending the rod. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined with the provided information. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.